Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, the device failed test a step during testing. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, the device failed test a step during testing. The device's sensor board was replaced to address the issue. During the evaluation, the air inlet path foam and pollen filter were replaced due to preventative maintenance.